Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2009. On (B)(6) 2009 the device failed the weekly auto self-test due to a low battery. The temperature of the device was recorded below the recommended operating temperature range (0-50 degrees celsius), with a temperature of -16.7 degrees celsius. The device was still in fault mode on the (B)(6) 2009 when it was returned to a warmer environment with the device passing a self-test. The device then passed all self-tests up to the (B)(6) 2015. During this period the device recorded several temperatures below 0 degrees celsius with a low of -6.7 degrees celsius. Also during this period an increase in voltage suggests a further pad-pak was installed. On the (B)(6) 2011 the device recorded a manual power up of 14 minutes duration suggesting the device detected an in-range impedance but the user accessible memory was erased prior to the (B)(6) 2015, no further data is available. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between (B)(6) 2015 and the final history log entry on (B)(6) 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.